Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the patient is known with a osteosarcoma and had a long gamma 3 nail after a pathological fracture of the left proximal femur (a low pertrochanteric fracture). Approximately 2 months after the implantation the patient experienced acute pain, no trauma occured, and an x-ray revealed a broken nail at the level of the lagscrewhole.

Manufacturer narrative:
Evaluation revealed the received long nail kit r2.0, ti, left gamma3® ø11x400mm x 125° to be the primary product. The other implants reported were considered to be concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a (B)(6) year old male patient had been treated with a long gamma3 nail left (400 mm) on (B)(6) 2015 due to an unstable pathologic subtrochanteric fracture of the left femur. After approximately two months the nail was found to be broken. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke initially in a fatigue manner after an implantation period of 2 months. Massive mechanical damage ¿ significant drill marks at the lateral edge as well as scuffed off coating inside the proximal drill hole of the posterior web - had been caused by the contact with a deviated step drill. Such damage may cause additional notch effects. In this case the chamfer and the drill marks were reaching into the breakage line in the posterior web at lateral, creating the starting point of the nail breakage. The features of the breakage surfaces indicated that the breakage started at the lateral edge of the posterior web. In the following the fracture was running through the cross sections, then progressed by increasing tensional stresses through the posterior web from lateral to medial and finally ended in a residual fracture at medial. The breakage of the anterior web followed most likely with delay in a much quicker way. Bearing points, which are typical results of the interaction of the single products and the bone during the implantation period, at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. Exceeding bearing points found on the nail at medial indicated a high axial load application. High axial load may have contributed to the progress of the incipient crack at lateral. Load application had further contributed to seizing on the lag screw. The nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e., the implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved in such way that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. The available information and the x-rays were forwarded to a consultant hcp for review. His comments (in excerpts): - unstable pathologic subtrochanteric femur fracture with osteolysis. - good fracture reduction / correct positioning of the hardware, but without any sufficient bone contact at the medial pillar and a defect lateral pillar. - in case of an osteolytic (osteoclastic) metastasis no reliable bone consolidation may be expected, even in the case of postoperative radiation and chemotherapy. - because in pathologic fractures caused by osteolytic (osteoclastic) subtrochanteric metastases no reliable bone consolidation has to be expected, the given case is comparable to a persisting non-union. - the osteoclastic bone metastasis does not show any significant signs of bone consolidation. There is no sufficient bone contact at the lateral pillar. - the breakage of the gamma-nail was caused by an overloading in a completely unstable pathologic fracture situation.¿ based on the above, the nail breakage was not linked to a deficiency of the devices, but was rather user-related (intra-operative damage of the nail by a deviated step drill resulting in a significant weakening of the nail in the area of the lateral edge of the posterior web), which most likely was contributed by the patient¿s condition (insufficient bone healing due to osteoclastic bone metastasis). Intra-operatively implant damage is listed as adverse effects in the IFU.

Event description:
It is reported by the surgeon of the hospital, that the patient is known with a osteosarcoma and had a long gamma 3 nail after a pathological fracture of the left proximal femur (a low pertrochanteric fracture). Approximately 2 months after the implantation, the patient experienced acute pain, no trauma occured, and an x-ray revealed a broken nail at the level of the lag screw hole.